Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that the patient programmer displayed a "call your doctor" and power on reset (por) error message. The patient planned to call their health care provider (hcp) to set up an appointment to restart their implantable neurostimulator (ins) and treatment. No surgical intervention occurred or was planned. The issue was no resolved at the time of this report.